Event description:
Physio-control evaluated the device and observed that it would not fully boot up, a lock up failure. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the programmed system controller pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system pcb assembly at the failure of an ic chip, designator u61. The component was temperature sensitive and the test mock up device failed to boot up intermittently.